Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the sutureless pump connector was replaced. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider via a device manufacturer representative. It was reported that upon replacing the patient's pump the pump connector seemed twisted on itself and difficult to dissect out of the pocket so the surgeon decided to change it. The cause of the device issues was unknown. No further complications have been reported. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump connector was discarded of. No further complications have been reported.